Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that low pacing impedance measurements, oversensing and pacing inhibition were observed on the patient. The root cause of this has not been able to be confirmed. Further evaluation of the patient was discussed. This device remains in service.